Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found a slight leak coming from tubing on the blood sampling valve (bsv) at wire marker 6 (wm6) during shutdown and startup. He cut back (trimmed) the tubing and reattached it to resolved the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 1 ml of clear fluid leaked from the instrument onto the counter while performing the startup procedure. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gown, goggles, and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.